Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
(B)(4). This spontaneous case, reported by a consumer, via professional information, concerned a (B)(6) female patient of unknown origin. Medical history included glaucoma. Concomitant medications included insulin glargine. The patient received insulin lispro (humalog; cartridge) at an unknown dose and frequency, via a reusable humapen memoir device, for the treatment of type 1 diabetes mellitus, beginning on an unknown date. On (B)(6) 2015, time to onset unknown, the patient went to press the button on her humapen memoir device but after three attempts, she noticed that the device was jammed (product (B)(4)/lot unknown). The next day, on (B)(6) 2015, the patients blood sugar level went from 7.3 to 25.7 which meant to the patient that insulin lispro had not gone in during the previous day when attempting to inject. The patient treated the event with 17 units of an unspecified quick acting emergency insulin. This event was considered serious by the company for medical significance. At the time of reporting, the event was ongoing. Reportedly, the patient also used a luxura device; however, no further information or what insulin was used within the luxura device was reported. Action taken with insulin lispro was unknown. The reporting consumer did not provide an opinion of relatedness. The patient was a trained user of the device. General duration of use was not reported and suspect devices duration was unknown. Return status was not reported. Additional cases for same patient: ,(B)(4) update 04jun2015: upon review of this case on 04jun2015, the case was opened to updated the medwatch fields. Edit 05jun2015: upon review on 05jun2015, the case was unlocked for a non med sig edit to add the linked case to the narrative and the references.

Manufacturer narrative:
No further follow up is planned. Evaluation summary: a patient reported that she made three attempts to press the button on her humapen memoir device but noticed the device was jammed. She experienced increased blood glucose. Investigation of the returned device (batch 1203c01, manufactured march 2012) found that the device met functional requirements and met dose accuracy and glide (injection) force specifications. No malfunction was identified. There is no evidence of improper use or storage.

Event description:
Lilly case ID: (B)(4). This spontaneous case, reported by a consumer, via professional information, concerned a (B)(6) old female patient of unknown origin. Medical history included glaucoma and diabetes for 40 years. Concomitant medications included insulin glargine. The patient received insulin lispro (humalog; cartridge) at an unknown dose and frequency, via a reusable humapen memoir device, for the treatment of type 1 diabetes mellitus, beginning on an unknown date. On (B)(6) 2015, time to onset unknown, the patient went to press the button on her humapen memoir device but after three attempts, she noticed that the device was jammed (product complaint (B)(4)/lot 1203c01). The next day, on (B)(6) 2015, the patients blood sugar level went from 7.3 to 25.7 which meant to the patient that insulin lispro had not gone in during the previous day when attempting to inject. The patient treated the event with 17 units of an unspecified quick acting emergency insulin. This event was considered serious by the company for medical significance. At the time of reporting, the event was ongoing. The patient was sent a new pen (not further specified) and it worked much better. Reportedly, the patient also used a luxura device; however, no further information or what insulin was used within the luxura device was reported. Action taken with insulin lispro was unknown. The reporting consumer did not provide an opinion of relatedness. The patient was a trained user of the device. General duration of use was not reported and suspect devices duration was unknown. No malfunction was found. Additional cases for same patient: , (B)(4). Reporter declined to provide further follow-up or healthcare provider details. No follow-up possible. Update (B)(6) 2015: upon review of this case on (B)(6) 2015, the case was opened to updated the medwatch fields. Edit (B)(6) 2015: upon review on (B)(6) 2015, the case was unlocked for a non medically significant edit to add the linked case to the narrative and the references. Update (B)(6) 2015. Additional information received (B)(6) 2015 from the global product complaint system. To device tab added lot number and updated the narrative accordingly. Update (B)(6) 2015: additional information received on (B)(6) 2015 from the consumer reporter. Updated narrative with information regarding patient using a new pen. No further changes made to this case. Update (B)(6) 2015: upon internal review on (B)(6) 2015 of information received from the consumer on (B)(6) 2015, medical history of diabetes for 40 years was added to this case. Updated medical history and narrative with this information. Update (B)(6) 2015: additional information received on (B)(6) 2015 from the global product complaint database added the device specific safety summary, returned date of the device, and the manufactured date of the device; updated the malfunction field to no; updated the medwatch and EU/ca fields; and updated the narrative.